Event description:
During cerebral angiogram, the detachable balloon was placed in the aneurysm, but could not be floated distal to the aneurysm. The balloon was put down into the internal carotid artery, proximal to the aneurysm, and the balloon inadvertently detached, deflated and lodged into the left pericallosal branch of the anterior cerebral artery.